Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with high blood glucose levels. The customer's blood glucose level was unknown. The customer states the pump was damaged. The customer states the reservoir compartment was chipped. Troubleshoot was conducted. The customer was advised that replacement pump would be sent out.